Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed to correct information in b5.

Event description:
It was reported that this right ventricular (rv) lead exhibited low shock impedance and noisy signals. The physician elected to surgically cap and abandon this rv lead. A new replacement lead was implanted to resolve the event. The patient was stable with no additional adverse consequences. The rv lead remains implanted, but caped and out of service.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance and noisy signals. The physician elected to surgically cap and abandon this rv lead. A new replacement lead was implanted to resolve the event. The patient was stable with no additional adverse consequences. The rv lead remains implanted, but caped and out of service.